Manufacturer narrative:
Sensor 0m0060tevcm has been returned and investigated. Visual inspection was performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform sim-vivo testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported an error message, "sensor ended," while wearing the adc freestyle libre sensor using librelink. The customer experienced hypoglycemic symptoms and subsequently had a seizure and paramedics were called. Customer was administered a glucagon injection and a full bag of glucose solution via IV as treatment by the paramedics. There was no report of death or permanent injury associated with this event.